Manufacturer narrative:
The remote service engineer (rse) sent multiple good faith effort attempts to the customer to receive more information about the reported issue but the customer did not respond. The remote service was canceled and the case closed. The cause of the issue is unknown. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
It was reported co2 not reading accurately. Patient involvement is unknown. There was no report of patient or user harm.